Manufacturer narrative:
D10: concomitant product - extraneal (icodextrin 7.5%) b5: upon follow-up, it was reported that antibiotic treatment via intraperitoneal route was completed 12 days after initial symptom onset. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as "contaminated themselves while having a very bad cold." The patient was treated with unspecified antibiotics for 14 days. Patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.